Event description:
As reported under the study from another country, the patient was diagnosed with in-stent restenosis; no action is planned. The patient had a smart control stent implanted in the left mid-sfa in 2005. Twenty-four hours prior to the index procedure, the patient was given 100mg of aspirin and 75mg of clopidogrel. Heparin was given at the beginning of the procedure, and the total dose of heparin used during procedure was 5000iu. Access method was percutaneous and the puncture site was ipsilateral. No pre-dilatation was done. One smart control stent (6x100mm) was implanted in the mid left sfa. After that, post-dilatation was done with a cordis opta pro balloon (5x60mm). The vessel anatomy at the lesion site was straight and the type of lesion de novo. Lesion length, based upon the distance between distal edge of the lesion and the superior edge of the patella, was estimated as 12cm. The total lesion length was 70mm and not occluded. The lesion was calcified and eccentric. The percent stenosis before the procedure was 90% and after stent placement and post-dilatation was 0%. Medication at discharge: low-molecular-weight heparin. Total dose intravenous heparin from sheath removal until discharge was 25000iu. Additional information has been requested but has not yet been forthcoming. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.